Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e2, e3, and h6 (type of investigation- remove 4111 and add 10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the possible causes for triggering the event are: 1.disturbance of the esg-400 due to scattered electromagnetic interference fields (temporary fault). 2.the user activates the foot switch while the generator is booting up (temporary fault caused by user action). 3.a defective footswitch (temporary fault). This failure mode was addressed with a CAPA 147p-017, implemented on 30.03.2015. 4.the generator is used in combination with a defective foot switch (temporary error, defective reed contact). 5.the cable connecting the high voltage power supply (hvps) and the generator board is defective (temporary or permanent fault). 6.defective cable connection of the output signal between generator board and relay board (temporary or permanent fault). 7.defective power transformer tr1 on the generator board (permanent fault). 8.defective power transformer on the generator board (permanent fault) 9.defective impedance converter on the generator board (permanent fault). 10.defective peaks rectifier on the generator board (permanent fault). 11.missing activation for the output stage of the generator board (permanent error). 12.output voltage too low due to faulty switching of the hf output stage on the generator board (permanent fault). 13.non or too low supply voltage from the high voltage power supply (hvps) board (permanent error). 14.defective hvps board due to short circuit of the mos transistors (permanent error). In such cases, popping sounds or flashes may sometimes be observed or noticed by the user. 15.defective motherboard due to short circuit of resistor ntc1 (permanent error) 16.defective motherboard due to defective adc (permanent error). 17.defective tvs diodes on the relay board (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was observed that during the device inspection, the high frequency electrosurgical unit exhibited an e433 error due to a defective generator board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.